Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2023).

Event description:
It was reported that approximately fifteen days post port device implant, the port catheter allegedly migrated from the port chamber. Reportedly, ablation was performed of the port and a new port was implanted the same day. The patient status is unknown.

Event description:
It was reported that approximately fifteen days post port device implant, the port catheter allegedly migrated from the port chamber to an unknown location. Reportedly, ablation was performed of the port and a new port was implanted the same day. The patient status is reported as fine.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one m.r.I. Plastic implantable port with attachable 8 fr s/l power groshong catheter was returned for evaluation. Visual, microscopic, tactual, functional, and dimensional evaluations were performed. The investigation is confirmed for catheter fracture and separation, but with the information available the report of migration could not be directly confirmed. There was a small catheter segment remaining on the port stem with no other catheter segment returned. Waviness/scalloping at intervals was found at the proximal end of the segment. The catheter appeared to be pushed up against but not over the proximal-most portion of the stem. Two diagonal holes were found in the middle of the segment of catheter on the port stem. Both had jagged edges. They were on opposing sides of the stem and at matching angles and had jagged edges. The edge of the distal end of the catheter was unremarkable although the texture appeared granular. Apparent damage was noted to the port stem on the area on which the catheter segment was attached. The damage on the port stem appeared to at least partially consist of a pattern. Dimensional evaluation using repeated measurements of the middle and distal segments of the port stem found some above - specification outer diameter measurements on the middle segment, along with noticeable out-of-roundness on both the distal and middle segments. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.